Event description:
It was reported that the right atrial (ra) lead was revised due to dislodgement. It was noted that the lead had no capture. The dislodgement was confirmed via a chest x-ray. The lead was pulled back and had no slack available. No additional adverse patient effects were reported.